Event description:
Surgeon was using synream with 11.5 head attached over reaming rod in patients femur. What sounded like a chatter noise was heard, and then a distinct click, click, click noise. The surgeon took an x-ray and discovered that the reamer head had broken into 3 pieces inside the femur. The surgeon then reversed the shaft out of the patient in an attempt to remove the shaft and reamer head. One piece of the reamer head was successfully removed. The surgeon then attempted to remove the remaining pieces with a pair of rigid extraction forceps passed down the im canal. This was unsuccessful so the pieces were pushed down to the fracture site where the surgeon made an incision to retrieve a second piece of the reamer head. The third piece was left insitu, a decision made by the surgeon. An a2fn nail was inserted and the procedure completed. The procedure was lengthened by approx 45-60mins due to the reamer head breakage. The entire synream set has been removed from circulation. Material not received. This is 1 of 2 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Additional information: the manufacturing documents were reviewed and no complaint related issues were found. The investigation of the returned items has shown that the 11.5mm reamer head is indeed broken apart as complaint. Also the three coupling prongs of the flexshaft are very badly deformed / damaged (not to be used anymore). It is evident that these damages were caused due to immense applied mechanical force; it is possible that the reamer may have been hit by the guide wire during reaming. The review of the production history revealed that both items have been manufactured according to the specifications. No manufacturing related issues were found. The fracture face of the broken reamer is homogenous, which also indicates material conformity as well. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6).